Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurate high as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2011 the mss was advised by the patient that she tests between six to twelve times a day and manages her diabetes with the insulin pump. The patient stated that on (B)(6) 2011 at 7:00am, she reported a blood glucose result of "448mg/dl" with a lifescan meter and "319mg/dl" on another meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of <= 30% and/or <= 30 mg/dl. Half an hour later, the patient reported increasing her apidra dosage by 2 units in response to the alleged product issue. By 8:00am, the patient claimed to have developed symptoms of being "sweaty and dizzy", which the patient "associates with low blood sugar readings" and shortly after, self treated with food/drink and "felt better" afterwards. At the time of troubleshooting, the cca determined that an approved sample site was used for testing but was unable to verify if the meter was set to the correct unit of measurement. Replacement products have been sent to the patient. Although the subject meter and test strips passed the product analysis (pa) tests with no faults found, this complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. 510(k) # is k061118.